Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that within one month of implant, the lead pulled back out of the ventricle. The lead was repositioned back into the right ventricle and remains in use. No patient complications have been reported as a result of this event.